Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in one piece, no defects to fiber body. The glass tip was degraded. During functional testing of the subminiature version a (sma) connector showed burned marks on the connector face, there was no aiming beam. The fiber was connected to the console "treatments used 0. Treatments left 1" was displayed. Internal connector fracture was observed. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the interaction of internal connector fracture and console may have led to overheating causing the burn marks on connector face. Based on the information available, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the preparation for a lithotripsy of prostate, the device could not be recognized by the console. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned device showed that there was a fracture in the connector.